Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that two 10 milliliter and one 20 milliliter bolus tests were performed prior to return for analysis. Functional testing included accuracy testing. Three delivery accuracy tests were performed. Delivery accuracy testing on one of the tests found the pumps average delivery error to be outside the published specification of +/-6%. Delivery accuracy testing on the pump found the pumps delivery to be generally positive not negative. The pump's expulsor was trimmed to bring the delivery into a more nominal range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed as the pump exhibited over delivery instead of under delivery. The root cause of the accuracy issue was the pump expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by -9.35%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.